Manufacturer narrative:
Based on a review of the provided information, the patient underwent an incisional hernia repair with a kugel patch and a partial omentectomy on (B)(6) 2008. One month later the patient presented with abdominal pain requested the kugel patch be removed. During the (B)(6) 2008 surgery, the medical records note that there was "no evidence of tissue incarceration at the incisional hernia site" and that the repair itself was very snug and adherent to the anterior abdominal wall in the expected fashion. During the (B)(6) 2008 surgery, the medical records note they came upon what appeared to be an abdominal wall abscess adjacent to a piece of mesh material. Currently it is unknown whether the device may have caused or contributed tot he alleged event. The patient reportedly developed adhesions and inflammation which are both listed as possible adverse reactions in the product's instructions for use. Although the medical records do not indicate that the device was the source of the abscess. The product's instructions for use state that if an infection occurs it should be treated aggressively and if an infection goes unresolved it may require removal of the prosthesis. The medical records do not indicate a device failure. Additionally, no sample was returned for evaluation. Based on information provided, no conclusions can be drawn.

Event description:
Based on a review of medical records provided by the patient's attorney: (B)(6) 2008 - the patient underwent a partial omentectomy and repair of an incisional hernia with a kugel patch. (B)(6) 2008 - the patient underwent a partial excision of the kugel patch and revision of the incisional hernia repair. (B)(6) 2008 - the patient underwent and exploratory laparotomy, complete excision of the kugel patch and placement of a wound vac.